Event description:
The customer was receiving erratic readings for both blood glucose and normla controls. The customer received a blood glucose reading of 270 mg/dl. He would retest immediately and receive readings of 130, 140, and 110 mg/dl. The differences between 270 mg/dl and the 130/110 mg/dl readings falls in the "c" zone of the parkes error grid, making the differences clinically significant. The customer also had normal control results of 159 and 290 mg/dl. The range is 85-114 mg/dl. The customer did not allege any adverse events from the erratic readings. The contact also added that the customer will wet his fingers with saliva in order to be able to remove a strip from the bottle. Customer service advised the customer's hands should be clean and dry. The strips are to be returned for evaluation and replacements strips will be sent.